Manufacturer narrative:
Device was evaluated. Evaluation determined that the device was found to have a bad non-olympus lamp. The non olympus lamp output was found to be out of specifications. The scope socket slider switch was worn, causing intermittent use of high intensity mode. Corrosion in the air tubing was found and minor wear on top cover and corrosion on chassis were observed. The identified parts were replaced and repaired. Once completed, the device was tested and passed all required testing and specifications. As stated on the instructions for use and as a preventive measure: the light source does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury, equipment damage, and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 8, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 8, contact olympus. The light source is to be repaired by olympus technicians only. The IFU warns, " never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire". In case of light source failure or malfunction, always keep another light source in the room ready for use.

Event description:
It was reported that during an unspecified procedure the clv-190 device field of view was not as bright on the peripheral side. There was no patient impact or injury reported due to the event.